Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 22g×1 the broken barrel led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: blood spillage while withdrawing the blood due to breakage in barrel of discardit 5ml 22g syringe.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. The photos were received by bd for evaluation. A quality engineer was able to review the photos of a discarditii 5ml with 22x1 from lot # 1299676 regarding item # 301285 with the reported issue of ¿leakage¿. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples and no leakage was found. Based on the photograph the defect is confirmed. The cracking of the barrel was observed while simulating this process. It was found that when cold barrels (stored in poly) are mixed along with online barrels, there is a temperature variation of hot and cold barrels as they are passing through the pneumatic shoot.

Event description:
It was reported while using bd 2 pc 5 ml syringe - discardit ii 22g×1 the broken barrel led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: blood spillage while withdrawing the blood due to breakage in barrel of discardit 5ml 22g syringe.